Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported for left side "rupture and engrossed capsule". Also reported "nodule on left breast probably benign" which is not related to the device. The device has been explanted and replaced.

Manufacturer narrative:
Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Lump/nodule-ndr: not applicable as the event is not related to the device. It is not possible to determine the lot number or catalog through the photos provided. It cannot be determined which device is for the left or right side per the photos provided.

Event description:
Healthcare professional reported for left side "rupture and engrossed capsule". Also reported "nodule on left breast probably benign" which is not related to the device. The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, g1.

Event description:
Healthcare professional reported for left side "rupture and engrossed capsule". Also reported "nodule on left breast probably benign" which is not related to the device. The device has been explanted and replaced.